Event description:
It was reported that the patient had undergone a hand assisted laparoscopic left colectomy procedure. The procedure went well. During the procedure a leak test was performed and there were no leaks. The case was complete with no patient consequence. Approximately, 24 hours post operatively; the rep was notified that the device anvil was left in the patient. An x-ray was taken and the anvil was seen in the patient. It is unknown what prompted the x-ray and if it was suspected that a component was left in the patient. The patient was taken back into the operating room to remove the anvil. The device was discarded.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned. What device was used for the proximal and distal transaction? Ple60a. What color reloads? Blue. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? Asku. How was the purse string placed, by hand or with an assist device? Asku. Was the spike of the trocar inserted lateral or through the staple line? Asku. What confirmation did the surgeon receive that the anvil was firmly attached? Click. When the device was fired, where was the indicator within the green zone/gap setting scale? Asku. Was buttressing material utilized? Asku. Was the instrument fired across or near an existing staple line or clip? Asku. How did you confirm the device was fully fired? Crunch. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was there any difficulty removing the device from the tissue? No.

Event description:
Additional information provided: surgeon felt the event was due to a use error. The pa fired the device. This was the pa's first time firing the ees device and was a previous user of the competitor's device. There were no issues with the devices during the initial procedure. The anvil had been attached by hand by the surgeon and the pa fired the device. It is believed that upon device removal, the device was turned 2.5 revolutions, which is different from previous information reported. This is potentially when the anvil was lost. The patient complained of abdominal pain post operatively and an x-ray was taken. The x-ray showed that the anvil had been left in the patient. The patient was taken back to surgery. The anvil was removed via a laparotomy without incident. The staple line was noted to be intact. The patient is reported to be fine.

Manufacturer narrative:
(B)(4).